Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited noise image occurred, dent on channel tube, forceps cannot be inserted smoothly, nozzle had foreign objects and air water cylinder had corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the noise image occurred, dent on channel tube, forceps cannot be inserted smoothly and air water cylinder had corrosion is cause traced to component failure and for nozzle had foreign objects is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.